Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power cord on the surgeon side console (ssc). The system was verified and ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse reported to the technical support engineer (tse) that the power cable for one of their surgeon side consoles (sscs) was defective and had physical damage. The nurse specified they were continuing the use of the system, with their second ssc, but want the cable to be replaced. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the power cable was severely damaged, the insulation was off and wires exposed and it was not safe to use the consol. The cable was replaced.